Event description:
Pt presented to doctor's office complaining of episodes of sharp pain and catching of the left shoulder at 1.5 years post op. MRI findings were consistent with a fragment of tissuetak ii device, which appeared to be free-floating in the posterior-inferior axillary recess of the shoulder. A revision surgery was necessary. During revision, the rotator cuff repair was found healed and the loose body was easily removed. This device is used for treatment.